Manufacturer narrative:
Corrected: a1. Additional products: controller (B)(4). D4 catalog #: 1407de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned controller passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Battery (B)(4). D4 catalog #: 1650de h3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint could not be confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that (B)(4) was likely the backup controller, as the device was not in use during the analyzed period near the reported event date. The log files of the controller in use during the reported event, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events within the analyzed period near the reported event date. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - controller 2.0. Controller 2.0 / (B)(4) / model #: 1407de / expiration date: 2018-06-30 UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-06. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. \ mfg date: 2015-04-30. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30 .UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR : no, device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Brand name: heartware ventricular assist system - batttery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Device available for eval: yes, return date: 2017-12-05. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was battery switching between both power ports before the batteries had depleted to twenty five percent (25%) charge capacity. The controller, backup controller, and all associated batteries were exchanged. No patient complications have been reported as a result of this event.